Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the "equipment was tagged" but after restarting the system worked. The procedure had begun; no patient harm. Additional information requested.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) performed general check and calibration tests. No failure was detected. No technical root cause was identified as the product was found to be within specifications during onsite visit. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).